Manufacturer narrative:
Image review: the returned images capture the patient lesion condition as reported. Pre-dilation is visible at the target lesion in the mid rca. The complaint device is captured during attempted delivered to the target lesion, resistance was encountered during delivery. The images do not capture the stent being dislodged from the delivery catheter, however the dislodged stent is captured in a calcified and severely tortuous section of the rca. An unknown stent is then delivered and implanted distal to the dislodged stent. A stent is implanted to crush the dislodged stent to the vessel wall, the stent is then post dilated. The images show improved flow post procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx rx drug eluting stent to treat a severely calcified and tortuous mid rca lesion exhibiting 80% stenosis. No damage to device packaging and no issues removing device from hoop/tray. Device was inspected with no issues noted. No difficulties were noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues noted. Lesion was pre-dilated. During procedure, the device did not pass through a previously deployed stent. The inflation device did not remain on neutral pressure during delivery of the device. Resistance was encountered when advancing the device but no excessive force used. It was reported that the stent couldn¿t be positioned correctly across the whole lesion, when the physician tried to remove the stent it got caught on some calcium and came off the delivery system, several different ways to capture/retrieve the stent were tried, but unsuccessful, so the stent was crushed and another stent was deployed to hold the dislodged stent in place. No patient injury was reported.